Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, concentric, 99% stenosis in the proximal circumflex. Reportedly, the 4.5 x 15 mm rx trek balloon catheter was advanced; however, the balloon ruptured at 10 atmospheres. A non-abbott balloon catheter was used to complete the procedure. There was no reported resistance during removal of the protective sheath, advancement to the lesion and removal from the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.